Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during single hole lobectomy, when the device fired halfway, the grip could not be fired and the staple line cannot move. After changing the handle and a white reload, they re-fired and completed the operation. It was noted that the jaws of the device locked on tissue and the back button was pulled back. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Visual and functional evaluation of the instruments were performed and the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.